Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed.

Event description:
It was reported that a patient was implanted with an impella 5.5 and experienced low pump flow and alveolar bleeding. The endotracheal tube was clotted off and a bronchoscopy was performed. Heparin was withheld. The patient was successfully weaned from the pump and survived.

Manufacturer narrative:
The investigation of vascular damage - peripheral vessel and low pump flow has been completed. The impella device was not returned for evaluation. Vascular damage - peripheral vessel: the root cause of the vascular damage (peripheral vessel) issue was not determined since product was not returned and insufficient clinical information was provided. The relation to impella is unknown. Low pump flow: data logs were investigated. There were suction events at the pump start and the pump was not able to generate sufficient flows on p8 to p4 levels for the initial hour. No motor current spikes or positioning issue observed. Placement signal was pulsatile. Later suction alarms resolved and impella was running at the lower flow range on p8. Venoarterial extracorporeal membrane oxygenation (va ECMO) was also running parallelly with impella. Therefore, based on the data log review and clinical information provided, the root cause of the low pump flow issue was most likely patient condition related since the patient was on va ECMO along with impella and had several valve issues.